Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a button error alarm. The customer's blood glucose level was 25 mmol/l. It was discovered that the customer had been using an insulin pump that was supposed to be returned a while ago. The customer was to put a battery in the current device and check the date and settings. The customer stated that if there were problems she would call back. No further details were provided.